Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-22621. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui, pop. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, fistulae, recurrence and bleeding. It was reported that patient underwent mesh revision on (B)(6) 2013 due to vaginal mesh exposure. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent sling operation with adv. Fit, anterior repair with biograft augmentation and vault suspension sacrospinous with biograft on (B)(6) 2012 due to sui. It was reported that patient underwent revision of anterior vaginal wall mesh on (B)(6) 2010 due to anterior vaginal wall mesh erosion. (B)(4).